Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2021 with permanent damage; however customer's bg level was still elevated when released (430 mg/dl). The customer alleged that the pump was not delivering insulin properly; however the pump was not available for troubleshooting with tandem technical support, and the alleged root cause could not be confirmed. Reportedly, customer continued to use the pump for insulin therapy.